Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on june 6, a myosure procedure was performed, and during the procedure, the doctor mentioned that there were metal shavings inside the cavity. The doctor switched to a second device and completed successfully the procedure. The patient was discharged and did not need additional medical attention. No additional information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted, and myosure passed the mechanical test. However, during the dissection test, it was found out metal shavings in the device. Hence, the complaint can be confirmed. This observation will be monitored and trended.